Manufacturer narrative:
The reported event of capturing problem was not confirmed. Analysis found that a complete lead was returned in one piece measuring 57.9 cm with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.